Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the angiogram videos received; however, the cause and subtype of endoleak could not be fully determined. Complete CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. There appeared to be adequate proximal and distal seal noted, so a type ia or ib endoleak are not considered to be a factor. A type iiia endoleak is also not considered to be a factor as there appeared to be adequate component overlap. While a type iii fabric endoleak cannot be ruled out, this type of endoleak would be less likely to have occurred at index. Analysis of the returned films did not allow for review of any obvious anatomical factors that may have led to the reported type iii endoleak (e.g. Calcification). The endoleak appeared most likely to have been an acute type IV leak. This likely type IV endoleak appeared as focused leak from the ipsilateral limb. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer and may have been exacerbated by the observed fabric in the area. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93ee, serial/lot #: (B)(6). Ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported on review of the completion angio the day after the index procedure an endoleak was identified just below ipsilateral limb of main body (left side) of the endurant iis stent graft. Per the physician the cause of the endoleak is undetermined. The physician suspects that this could be a type iii or a type IV endoleak. No additional clinical sequelae were reported, and the patient will be monitored.